Event description:
Pt called to report an adverse event involving her aesculap left knee implant. Patient stated that she had this knee implanted in 2018 and noticed in 2019 she began having severe pain. Patient stated that her doctor did a bone scan which showed the implant has lifted and become loose. Patient stated her doctor told her the implant will need to come out. Patient stated she would be contacting manufacturer to ask about possible recall of her device model number.